Manufacturer narrative:
The investigation for the reported renal failure and death has been completed. However, as the necessary clinical information was not provided and the device was not returned, the root cause of the issue could not be determined. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. After the implant, the patient suffered from an acute kidney injury and expired. There were no adverse events or pump malfunctions that occurred during the implantation of the device or during support. There is no correlation or causality noted between the outcome and impella use.